Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system received an inappropriate shock after a slight movement, low amplitude and oversensing was noted. Subsequently, the patient received a second inappropriate shock and air entrapment was suspected. It was noted that treatment for air removal is scheduled to be performed. This s-ICD system remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system received an inappropriate shock after a slight movement, low amplitude and oversensing was noted. Subsequently, the patient received a second inappropriate shock and air entrapment was suspected. It was noted that treatment for air removal is scheduled to be performed. This s-ICD system remains in service. No additional adverse patient effects were reported. Additional information was received, this s-ICD system was successfully reprogrammed to the alternate sensing vector. An x ray was performed days later which confirmed the air had been removed. This patient was discharged from the hospital. This s-ICD system remains in service. No additional adverse patient effects were reported.